Manufacturer narrative:
On (B)(6)2019, a manufacturing record evaluation (mre) was performed for the finished device number 113957, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/13/2019, it was reported to mentor that the replacement devices were mentor memorygel breast implant 400cc, catalog number 3504001bc, serial number (B)(4) , lot 7708653 on the right breast implant and were mentor memorygel breast implant 400cc, catalog number 3504001bc, serial number (B)(4), lot number 7708653 on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation:capsular contracture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor siltex round moderate profile 300cc and experienced bilateral capsular contracture baker grade ii and deflation on the left breast implant. As a result, the patient will undergo explantation on (B)(6) 2019. This medwatch is for the right breast implant.